Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were going to have a contrast MRI and needed to know the parameters.  Patient also mentioned they had a revision of their implanted battery in december and had never turned their stimulation back on since then. Patient mentioned after the revision they were still hurting and the implant site was on fire up their spine where the battery was. Patient stated they had ductal carcinoma and they would need to get the device removed regardless due to the disease traveling, but patient was getting stimulator removed ultimately because they have had a fire burning pain at implant site since they were first implanted in 2023. Patient confirmed the trial was fine because the implanted battery was on the outside of their skin and it worked and the leads were fine, but shortly after the full implant, they started having trouble and when they voiced their problem, they didn't listen and they started wearing ice packs, and patient was told there was no infection. Patient did not confirm if they were tested for allergic reaction. Patient noted they healed beautifully, but after surgery, they manifested blisters on their foot and everything and they kept saying it burns like fire. Patient went into the office continually with ice packs and soft cloths strapped and they were told they were just going to move the battery. They were told to exercise, do everything, but patient said they did not drink, smoke, or do drugs and they had done everything they said. Patient stated they did have the implanted battery revised back in december due to the implant site issues, but that did not resolve issue.  Patient stated stimulator did help with crps, but due to reaction and ins sensation they did not use stimulation. Patient had not used stimulation since (B)(6) after revision and was now having implanted battery removed on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the representative became aware of the scs explant on 11/18/25. Reason for explant was intense burning sensation around the ins pocket site, there was pain at the ins site. The entire scs system was removed, alleviating the issue. The issue was resolved at the time of this report. The manufacturer representative (rep) indicated they would send any further information as they become aware.